Manufacturer narrative:
Device evaluated by MFR: analysis of the pump identified corrosion and/or wear and/or lubrication in the motor gear train as well as a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 1mgday via an implantable pump. It was reported that the implanted sutureless connector was not able to be removed during a standard pump replacement, so the doctor cut that catheter piece off and replaced it. The patient had no signed or symptoms related to the issue. There were no environmental issues, and not troubleshooting or diagnostics were performed. The catheter was replaced and the issue was resolved at the time of the report. Additional information was received from the rep on (B)(6) 2020. It was reported that the pump had reached eos and the rep wanted to permanently shut down the pump to send it back for analysis.